Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. The patient reported that they lost the patient programmer antenna and with it they found it hard to adjust the stimulation. The patient reported that they turn the stimulation down to sleep because if it is not turn down, it would "drive him crazy" when laying down to sleep. Pps review that the patient could use the patient programmer without the antenna to adjust the stimulation.